Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor alarmed low blood glucose but the customer did not treat. Customer's blood glucose was 16 mg/dl. Ems was called and the customer was admitted to the emergency room. Customer was advised to monitor the device. Customer will not be returning the device for analysis.